Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn2615 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter contains holes in its whole extension. On 12/09/2019: additional information received. The incident was noted after use on the patient and a new puncture was needed. Blood or chemotherapy has not been exposed to mucous membranes or skin.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 3 fr groshong catheter was returned for evaluation. The connector was fully assembled with the catheter. The catheter was flushed with water using a 12 ml syringe and a bead of fluid was observed to form at the 31 cm depth marker. Microscopic observation of the leak location revealed two vertical splits near the 31 cm depth marker. The split edges appeared to be rough and uneven. The catheter was bisected in order to inspect the internal catheter surface. The internal surface revealed the two splits extending through the catheter. One split was observed to be larger. Additional internal damage not visible on the catheter surface was not found. Based on the characteristics of the splits, possible contributing factors include stylet damage and damage during handling. Since the presence of multiple splits in the catheter was noted, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported that the catheter contains holes in its whole extension. 12/09/2019: additional information received. The incident was noted after use on the patient and a new puncture was needed. Blood or chemotherapy has not been exposed to mucous membranes or skin.